Event description:
It was reported that there was a catheter blockage. The catheter was revised. The health care professional decreased the pt's dosing. The medication being delivered via the device was lioresal. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).